Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient underwent a closed reduction due to dislocation. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Foreign source: australia. Catalog number: ep-200150, lot number: 932380, brand name: act artic e1 hip brg. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. Updated: b4, b5, g3, h1, h2, h3, h6, h10. Reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.